Event description:
It was reported that balloon rupture occurred. A 6.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 8 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.